Event description:
A complaint was received of the pt experienced pocket soreness and receiving inadequate stimulation in her pain areas. Troubleshooting attempts to resolve the pt's issues were unsuccessful. The physician has decided to explant the pt's system.